Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump has been alarming no delivery. The customer stated she has been having trouble with manually pushing the insulin out of the reservoir. She then inserts the reservoir into the insulin pump and tries to bolus and receives a no delivery alarm and has to change the set. Blood glucose value is unknown. The customer mentioned she has had bent cannulas in the pats due to scar tissue. Customer was unable to troubleshoot. The reservoirs will be replaced but she declined to return the product for analysis.